Event description:
It was reported that a skin irritation causing itching, redness, raised skin and it "looks like a 3rd degree burn" at the site when the pod is removed. The patient reports this is an ongoing issue with multiple pods. The patient's mother reported that the patient was using skin tac, flonase (which was working previously) and she is taking allegra daily to attempt to help with skin reactions. The patient had an appointment with her endocrinologist shortly after and was advised to use advised her cortisone cream that was prescribed by the dermatologist previously.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 17.6 smartphone hardware: iphone16.2 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.